Event description:
The customer reported elevated troponin I (accutni) results, below the acute myocardial infarction (ami) cutoff, for one patient, involving access 2 immunoassay system. The results were discordant to another methodology. The elevated results were not released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) traveled to the facility to assess the unit.

Manufacturer narrative:
The field service engineer (fse) performed system verification on (B)(4) 2007. The fse performed lumwash son inc. All were within specifications. The fse verified system performance per established procedures. All system results conformed to the manufacturer's performance specifications. The customer retested all elevated troponin I (accutni) patient results utilizing the alternate methodology. Quality control (qc) prior to and after the event recovered within specifications. System check performed on (B)(4) 2007, passed within specification. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for additional reportable events.